Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 97745, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their controller ¿must have a glitch¿, because they have had trouble with it the entire 8 months they¿ve had it. The patient stated that the controller won¿t charge or turn on. They added that the screen was frozen. They mentioned that they tried to take the battery pack out, but the issue remained unresolved. The patient stated that now the implantable neurostimulator (ins) battery is gone, and they have had a return of pain in their leg and shoulder. Troubleshooting steps were reviewed at the time of the report. The patient removed and reinserted the controller battery, which resolved the issue. They also plugged the controller into the ac power supply. The patient then mentioned that when the controller screen came on, a ¿memory problem¿ was displayed. Patient services assisted the patient with updating the date/time. When the patient unlocked the controller, they indicated that the ins could not be found. Patient services reviewed that the patient will have to charge the ins since is has depleted. The patient indicated that they would call back if they needed further assistance. No further complications were reported or anticipated.